Manufacturer narrative:
(B)(4). A visual analysis of the returned zero tip¿ stone retrieval basket found that the sheath was bent and buckled from the distal end. Three basket wires were broken and found discolored for those that were contacted by a laser. A torque mark was present on the handle cap, indicating proper torque during assembly. The wire had been broken at 18cm from the distal end. The evaluation revealed that the pull wire was broken. There was evidence under examination that the broken ends of the basket wire were discolored and consistent with those that were contacted by laser; the directions for use (dfu) state the following: "this device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury." Therefore, the most probable root cause is "user error." The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the basket wire broke but was still attached to one end. The procedure was completed with another zero tip stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pull wire breaks.